Event description:
All surgeries at the ambulatory surgery center were stopped until the cultures results were back and the investigation was concluded. All scopes were sent back to the manufacturer for inspection. Discontinued use of ruhof endozime sponges.all infected patients were referred to epidemiologist for treatment. All physicians who had done surgery within 30 days of event were notified and each patient's records were reviewed. No other reports of post op infection with pseudomonas aeruginosa.the central service employees were all experienced in cleaning and sterilizing instruments.====================== health professional's impression======================the prepackaged disposable ruhof endozime sponges was contaminated with pseudomonas aeruginosa organism at some time prior to packaging and being shipped to facilities. The scopes were contaminated by the use of the sponge during the initial cleaning process.